Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the device showed dashes and was not alarming when staff found the patient unresponsive. The patient expired after resuscitation.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: upon visual inspection of the returned device, it was found that there was damage to the housing and that the device¿s foot pads were missing. During functional testing, the device was able to power on and off with ac and battery power. All audible and visual alarms functioned normally and the device was able to display measurements of all the enabled parameters. Sound measurements taken near the speaker grill were lower than that of a known good device. During internal inspection, it was observed that the speaker had completely dislodged from the position where it is normally attached, and was found facing the other way, under the connectivity board. Based on the results of the analysis, the speaker became dislodged while in the field. The appearance of dashes instead of measurements is an indication that the device is unable to provide a parameter value. By design, this condition occurs when one or more of the following conditions occur; if the sensor is no longer on the patient, the signal iq is very low, or the sensor is disconnected from the device. If the device is actively monitoring and transitions to a state where dashes are presented on the display, this transition is accompanied by an alarm and message indicating the cause of the loss in measurement. This is a safety feature of the device described in the operator¿s manual, and not a malfunction of the device. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the device showed dashes and was not alarming when staff found the patient unresponsive. The patient expired after resuscitation.